Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic broke during implantation. The lens was implanted and removed without pt injury. The model and lot numbers of the cartridge nd injector were not specified by the facility.